Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the customer's insulin pump was acting strangely. The patient wore the insulin pump during a mammogram, which caused the device to malfunction. The patient's blood glucose at the time of incident was 47 mg/dl. The customer treated and her blood glucose increased to 101 mg/dl. During troubleshooting the caller confirmed that the customer had been experiencing low blood glucose values since (B)(6) 2017. The customer's most recent set change was on (B)(6) 2017 as well. The drive support cap appeared normal. The insulin pump programming was accurate. The insulin pump also successfully completed the displacement test. However, the insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No bolus anomaly or bolus wizard anomaly noted during testing. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and stained address/serial number label.